Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Fluoroscopy was performed and revealed the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was in good condition prior, during, and post operation.